Manufacturer narrative:
On (B)(6) 2018 the evaluation was completed for part#ttns3.00e4-1200, lot#052518, serial #(B)(4). The evaluation showed that prior to the event, the tip had been used for 1068 treatments. The tip passed flow and thermistor testing. No leak or functional test was performed, and visual testing failed due to dielectric breakdown being present. Additional investigation results are pending.

Event description:
A user facility reported a thermage tip for exhibiting excessive heat and a buzzing noise. The event occurred during thermage treatment, and there was no report of injury or consequence to the patient.

Manufacturer narrative:
Dielectric breakdown of the membrane can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior to, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to a membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. Damage to the treatment tip membrane could potentially cause patient burns. Based on the available information, damage to the tip membrane most likely contributed to excessive heat during thermage treatment. It is unknown if this damage occurred during treatment. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. No patient injury was reported. This investigation is complete.